Event description:
Per contact, during procedure the bands misfired. The md completed the procedure with a competitor's product. Contact claims that when returning the product to the scope, the scope was damaged.